Event description:
It was reported that during preparation of two balance heavyweight guide wires, it was noted that there appeared to be coating missing in short segments on the distal part of the core. The guide wires were not used. Another guide wire was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and the reported peeled teflon coating was confirmed via returned device analysis. Based on the visual analysis of the returned devices, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed no corrective action will be implemented in this case, as there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for analysis. It has not yet been received. A follow-up report will be submitted with all relevant information. The other balance heavyweight guide wire referenced is being filed under a separate medwatch report.